Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with 2 infusion sets as they fell off during use after being used for less than 24 hours in both events. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.